Event description:
It was reported that the patient was symptomatic due to an arrhythmia, received an appropriate shock, and presented to the emergency room (ER.) During device interrogation, it was noted that there was an episode with noise about 1 month previous in which electro-magnetic interference (emi) was present on the ventricular electrogram (egm) and the atrial egm was "only a little fuzzy." The patient recalled using a battery-powered razor. All device measurements were within normal limits and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.